Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that blood was noted on the patient's sheets when the maxzero connector would not retract when disconnecting. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the maxzero piston becoming stuck in the depressed position was confirmed. Visual inspection showed a broken syringe tip stuck in the top of the valve. Several attempts were made to remove the broken piece, but it would not dislodge. Functional testing was not performed due to the obvious damage. The cause of the reported event was a syringe tip breaking off in the valve and keeping the piston depressed. The cause of the syringe breakage could not be determined.